Event description:
Patient reported that his infusion device display went blank without warning. The power pack had been in use for 3 to 4 weeks. The patient switched to injection therapy due to not having back-up power packs at his current location. The patient's blood glucose was not affected. No medical treatment was necessary. The product has been requested to be returned for evaluation.